Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. The field service engineer (fse) found the magnet strip on drawer was physically damaged, and the inseparable magnet missing from the latch assembly. Since the magnet was part of the latch assembly, the complete assembly was replaced after removing the rear panel. The drawer was reassembled, power was restored, and the drawer operated correctly with no latch errors. Additionally, drawers 3 and 4 half-height cubie drawers were missing the nuts that held the catches in place, and the fse replaced the missing nuts on both sub drawers. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es j10 main drawers 4.2 and 4.2 pocket c1 failed to open. The customer attempted a recovery and hard reboot, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.